Event description:
It was reported by the patient, that he had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. No blood glucose levels, or length of pod wear was reported. The patient stated he went into cardiac arrest in the ambulance on the way to the hospital and was revived with CPR (cardiopulmonary resuscitation). Treatment details for the dka and hyperglycemia were not reported. The patient reported having difficulty pairing his cgm (continuous glucose monitor) and omnipod system. Length of hospitalization was not provided. The patient became agitated and refused to provide additional information. The product is not expected to be returned. No device data logs were uploaded by the patient for lab investigation. The lab attempted to retrieve cloud data files; however, no data was found from 15apr2025 to 21apr2025. If additional information becomes available at a later time, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone15.2 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.